Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the nav-ring was bad. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 26jun2019. The manufacturer's field service engineer (fse) confirmed the reported nav-ring issue. The fse reported that the touchscreen was functioning. The manufacturer¿s fse replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Further investigation of the complaint led to the finding that the touch screen was working properly at the time of the nav ring failure. The original submission of emdr (B)(4) no longer meets the criteria for a reportable event due to the finding of a functioning touch screen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.